Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The button error alarm, unresponsive buttons and failed battery test alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. The customer stated that only the down arrow button was not responding. He explained that the day before, the device was splashed at the pool but not submerged. The alarm history showed a failed battery test alarm. He removed the battery for five minutes and replaced it with a new battery and no failed battery test alarm occurred but none of the buttons would respond. Blood glucose value was 156 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.